Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 500 (mg/dl) for 1 week. Customer changed pump supplies and tried different vials of novolog to treat bg levels; however, bg levels remained elevated until the customer began lantus therapy on (B)(6) 2016. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.